Event description:
It was reported that the intraocular lens (iol) was explanted during the implant procedure reportedly due to the "wrong lens". Further, it was indicated that the event was attributed to a user/handling error. An incision enlargement was required; however, a vitrectomy was not. No further information was provided.

Manufacturer narrative:
The sample lens was returned in four pieces. The condition of the lens returned is related to the handling of the lens, such as during the implant and explant process. This is in accordance with the initial report stating that wrong lens was implanted in the eye. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were within specifications and in compliance. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Placeholder.